Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - unit is running for about an hour on a fully charged battery and then shutting down without warning.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit is running for about an hour on a fully charged battery and then shutting down without warning was confirmed. The root cause of the reported issue is due to an internal battery failure. The device was serviced, tested and returned to customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - unit is running for about an hour on a fully charged battery and then shutting down without warning.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit is running for about an hour on a fully charged battery and then shutting down without warning was confirmed. The root cause of the reported issue is due to an internal battery failure. The device was serviced, tested and returned to customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - unit is running for about an hour on a fully charged battery and then shutting down without warning.